Event description:
It was reported that this intra-aortic balloon was inserted uneventfully in the catheterization laboratory. However, the spring wire guide could not be removed following the catheter placement resulting in the entire assembly being removed and replaced. There was no further difficulties or patient complications.